Event description:
Tech alleged that the left foot and right head brake casters were not holding.

Manufacturer narrative:
Tech replaced the left foot and right head brake casters, the head brake/steer pedal and the head cylinder to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.